Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #: k103751, k110122.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 40, 135 cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 18 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 18 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 5mm proximal of the distal balloon markerband. A visual and tactile examination identified shaft stretching and shaft damage. Both markerbands were present on the shaft of the device. The proximal markerband seemed to have part of the shaft that was stretched partly covering it. A visual examination observed no damage to the tip of the device. This concludes the product analysis.